Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic that the insulin pump was under delivering. The customer¿s blood glucose value was 7.30 mmol/l. Customer¿s current blood glucose was 22 mmol/l. The customer did experience symptoms such as nausea and pain in the leg as a result of high blood glucose. The customer stated the auto mode feature was active at the time of incident. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was under delivery because of high blood glucose level. Troubleshooting was not performed .the device will be returned for analysis

Manufacturer narrative:
Pump received with flashing white display. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing white display anomaly. Unable to download history files and traces using thump due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor / motor]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, fading serial number label, cracked keypad overlay at select button, and cracked case at the battery tube side, flashing white display anomaly was confirmed during analysis due to moisture damage on the electronic assembly. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Unable to verify possible under deliveries anomalies due to flashing white display anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.